Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00120: head.

Event description:
An implanted arh radial head replacement implant was replaced with a new, smaller head in a revision surgery.